Manufacturer narrative:
This report is being filed to provide in investigation: a review of the device history record (DHR) for this unit showed noirregularities during manufacturing that were relevant to this issue.the run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that thespectra optia device operated as intended. Signals showed that a clear fluid was flowingthrough the connector as soon as the run began and for the entirety of the 7 minuteprocedure. The images from the aim system confirm that a clear fluid was flowing through thechannel. The pressure sensors indicated that the device was operating in normal range andpumping fluid through the set. In the event that the inlet pump was not pulling any fluid intothe system, the inlet pressure would have dropped below the configured pressure limittriggered ¿inlet pressure too low¿ alarms. Data from the inlet pressure sensor was in theappropriate range during the entire 7 minute procedure.per the rdf analysis, the most likely cause of there being no blood flowing through the inletline and the aim system seeing clear fluid was that the inlet line saline roller may not have beenclosed or it may have been partially closed when the system expected it to be fully closed. Thiswould result in the inlet pump pulling saline into the channel rather than the patient¿s blood.the patient's final fluid balance was calculated using the following information:¿ patient initial tbv: 5551 ml¿ total amount of fluids given: 18 ac + saline 126 = 144 ml¿ total amount of fluids delivered by another method: 80 ml** (estimated saline bolus since ~ 800 ml was left in saline bag)¿ total fluids removed/collected: 4 ml¿ final fluid balance: 5771/5551 = 1.04 x 100%= 104%the procedural cautions section of the spectra optia apheresis system essentials guidestates that if the roller clamp on the saline line is left completely open when the patient isconnected, the patient will be quickly infused with a large volume of saline.at the time of the call on 17jul2019, the terumo bct clinical support specialist discussed theimportance of reading the screens and following the prompts by the machine to close thesaline roller clamp with the operator and explained the impact an open saline roller clampwould have on the system while establishing the interface.investigation is in-process. A follow-up report will be provided.

Event description:
Patient's weight information was obtained from the run data file (rdf).

Manufacturer narrative:
This report is being filed to provide in investigation: according to therapeutic apheresis: a physician's handbook, adverse eventsoccur during therapeutic procedures with a frequency of 4.8%, including vasovagal, allergic, andhypocalcemia reactions as some of the more common issues. Respiratory distress accounts forapproximately 0.3% of the adverse events. Most complications are minor and well tolerated.root cause: based on the clinical findings and run data analysis, the most likely cause of the lackof blood flowing through the inlet line, and the aim system seeing clear fluid, was that the inletline saline roller may not have been closed or it may have been partially closed when the systemexpected it to be fully closed. This, combined with a blockage in the inlet access, would haveresulted in the inlet pump pulling saline into the channel rather than the patient¿s blood.a definitive root cause for the patient's reaction could not be determined. Possible causes for thealleged reactions include, but are not limited to the following:- the patient's physiology- the patient's disease state- the patient's sensitivity to the procedure.- the patient experienced hemo-dilution as a result of the saline bolus

Event description:
The customer declined to return the disposable set for investigation.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was unable to duplicate any issue with the machine. A full function checkout of the air detectors, valves, pumps, and pressures per manufactures specifications on pm checklist was performed. An auto test for full function was successfully performed. A saline run per manufactures specifications verified proper machine alarms, with no issues. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that the operator could not see any blood coming in from a multiple myeloma patient's central line during a continuous mononuclear cell (cmnc) collection on aspectra optia device. The customer reported that there were no inlet pressure alarms and the procedure was stopped after 7 minutes due to the patient feeling breathless. Per the customer the patient did not complain of any chest pain and the operator indicated that they followed all the prompts provided by the machine. A chest x-ray was performed on the patient. Terumo bct customer support asked the customer if any air was visible in the tubing set,including in the inlet and return lines, the customer reported no air in the inlet or return lines. Customer support discussed the possibility of the patients central line not functioning as it should, which could account for the blood not being drawn in through the inlet line and if the line is not positioned as it should be could also account for the breathlessness. The patient was an intensive care unit (ICU) in patient prior to the procedure, the customer was not aware if the line would be checked. Customer support instructed the customer to verify that both of the saline rollers were closed, as if the inlet line roller was open there would not be any alarms for inlet pressure too low and saline would have been brought in through the inlet line to the channel, the customer initially thought it was closed but could not be certain. It was reported that the volume remaining in the saline bag was about 800 mls and the machine showed that 359 mls of whole blood had been processed. The patient is reported as stable and is currently undergoing allergy testing prior to transplant, a reaction to something is suspected but the customer also suspected that there was air in the tubing set, as there was no blood seen in the set. The customer declined to provide patient ID and weight. Terumo bct is awaiting return of the disposable set for evaluation.